Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. One grip was bent, causing side to side misalignment of the grips. There was a .017 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and the pulley cover at the glue joint, likely cause of bending remains overloading at the tip. Failure analysis concluded, that the bent damages may be due to mishandling/misuse. Additional observation not reported by site was that the instrument bipolar yaw pulley had thermal damage. The yaw pulley had thermal damage. The yaw pulley was charred at the distal clevis hub. Failure analysis concluded,that charring may be due to a breach in the insulation, carbonized tissue creating a conductive path, or high generator settings. The electrical continuity passed. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional observation not reported by site was that the instrument main tube had scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches are not aligned with the tube axis. No other damages were found on the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction of thermal damage to the yaw pulley and damage to the main tube found during failure analysis to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci myomectomy procedure, the forceps of the fenestrated bipolar forceps instrument did not close properly and the blades were not aligned. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.